Manufacturer narrative:
It was reported that patient underwent a gynecological procedure and mesh was implanted concurrently with tah/bso. It was reported that the patient underwent in-office trimming of mesh on (B)(6) 2008 due to erosion. It was reported that the patient underwent excision of mesh on (B)(6) 2008 due to mesh erosion. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/16/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.